Event description:
It was reported to kendall healthcare in 2000 that an rn gave a pt an injection and believes that the nurse pulled the sheath over and locked it. Rn then placed it in a glove and as the nurse was walking away from the bedside with it, the nurse allegedly was stuck as the sheath allegedly fell back. The nurse then pulled the sheath over and locked it again, the second time. However as the nurse was placing it in the sharps container and was allegedly stuck a second time.